Event description:
It was reported that the patient with this pacemaker presented to the emergency room after experiencing a syncopal episode. While the patient was treated in the emergency room, this right ventricular (rv) lead exhibited loss of capture (loc), resulting in asystole of over two seconds. High capture thresholds were also observed. External pads were required to provide pacing to the patient. The following day, a revision procedure was performed and this rv lead was explanted and replaced. During the revision, a micro perforation of the cardiac wall was noted. No additional adverse patient effects were reported. At this time, it is unknown if this lead will return for analysis.